Event description:
Patient underwent mea procedure in 2005. No alarms signaled and the procedure appeared to be uneventful. During laparoscopic sterilization post-mea, the physician observed thermal injury and perforation at the uterine fundus. Patient was admitted for observation.